Event description:
A customer reported that during a procedure, the phaco tip because loose, moving horizontally and not functioning when applying torsional power in quad mode. The tip was tightened, but the issue remained. The handpiece was exchange, and the same thing happened. Subsequently, the system was exchanged to complete the case without further incident.

Manufacturer narrative:
A review of the svc report indicates that the sys had poor or no phaco. The company rep examined the sys and was not able to duplicate the reported event. The company rep tested the ultrasound output and it met specifications. The company rep tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to poor or no phaco; the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).